Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon removing the tubing set from the cycler fluid was found leaking from the cassette. Prophylactic antibiotics were administered as a precaution and the patient had cultures drawn which came back negative. The patient had no adverse effects. Sample was discarded by the patient; sample is not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.